Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Reportedly, the customer's mother suspected that the cause was due to a myocardial infarction or a low blood glucose (bg); however, this could not be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.